Manufacturer narrative:
Product inquiry stated the osc flat uni blade lhpp hub 70x8 1/3x1.27 mm to be the subject product. No further associated products were reported. The reported blade was not returned to stryker kiel as it was discarded by the customer. Since the issue was about an exceeded expiry date, a physical examination was also not deemed necessary. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. The label of the item indicated the end of the shelf life being end of (B)(6) 2015 (nominal value).in the case presented an apparently expired blade was mistakenly used in the surgery, which was considered being an off-label use. The expiry date is always to be noticed on the label of each sterile product. The sterility expiration date was exceeded by 10 days (expiry date on label: september 30, 2015; date of surgery: (B)(6) 2015). Since the reported item was on consignment at the time of surgery, the distribution center is responsible for the exceeded expiry date, which should have been noticed prior to surgery. Evaluation indicated the event being an error on part of the distribution center. The principal engineer, quality distribution and field ops (stryker (B)(4) USA) was informed about the case in order to address the issue. A hcp was consulted in this case, who stated that a risk for the patient is not to be expected. The expiry date is a theoretical date, which offers a high level of safety. Based on the above facts the event was not linked to a deficiency of the device, but was rather related to an off-label use (error on part of the distribution center). No non-conformity in terms of product quality was identified.

Event description:
It was reported that through the customer service/billing, an expired sawblade was used during a right total ankle procedure. The saw blade expired september 20, 2015.

Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
It was reported that through the customer service/billing, an expired sawblade was used during a right total ankle procedure. The saw blade expired september 20, 2015.